Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received therapy and "passed out" for several minutes. The device remains in use. No further patient complications have been reported as a result of this event.